Event description:
It was reported that during an acl procedure, utilizing a fast-fix 360 curved ndl delivery system that the device had a problem with the trigger. Additional information obtained during follow-up indicated that ¿t1¿ properly located but at the same time ¿t2¿ also came with ¿t1¿. There was a 15 minute delay in the case which was completed with an ultra fast-fix device. Further clarification from the reporter confirmed both ¿t1¿ and ¿t2¿ were removed from patient¿. There were no reported patient injuries or complications.

Manufacturer narrative:
Visual inspection of the returned device indicated that both ¿t1¿ and ¿t2¿ have been completely deployed and off of the insertion needle. The actuator was also observed to be at the post ¿t2¿ deployment position. A functional test was performed on the actuator and it was actuating as intended. The reported complaint could not be confirmed as the functional test of the actuator was performed multiple times with no issues in regard to functioning of the actuator. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined. No further investigation is necessary. (B)(4).